Event description:
It was learned through implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of five (5) years, eight (8) months due to unknown reason(s). The explanted valve was replaced with a 21mm 11500a valve. The patient was in recovery post-procedure.

Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry that a 23mm 3300tfx aortic valve was explanted after an implant duration of five (5) years, eight (8) months due to endocarditis caused by mssa bacteremia. The patient initially presented with altered mental status, hypotension requiring vasopressor support, and septic shock. The explanted valve was replaced with a 21mm 11500a valve. The patient was in recovery post-procedure. The patient was noted to be in recovery in the ICU post procedure.